Event description:
The user facility in japan reported a 52-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had a CT scan that showed cerebral edema, but no bleeding. The heparin in the purge liquid was changed to meiron. A following CT scan confirmed a cerebral hemorrhage. The relationship between impella and cerebral hemorrhage is unknown. Even after completing percutaneous coronary intervention and being admitted to the ICU, disseminated intravascular coagulation (dic) was present and the coagulation system was prolonged ( activated partial thromboplastin time unknown). After 25.5 hours of impella support, the patient expired. The relationship between impella and cause of death is unknown. The cause of death is unknown, but active treatment was stopped and palliative treatment was performed due to cerebral hemorrhage, and the patient expired because circulation could not be maintained.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported stroke/cva been completed since the original report was filed. On (B)(6) 2023 heparin was stopped being used in the purge and then the hemorrhagic stoke occurred on (B)(6) 2023. There was no product or data logs returned. The root cause of the stroke/cva is most likely due to the patients condition and the relationship to the impella is unknown.